Manufacturer narrative:
We have not received the device for evaluation. However, we were able to observe the reported incident on the pictures that were provided to us. We observed a leakage at the safety balloon when liquid was injected into the inflation arm of the internal carotid balloon. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Please note that we do conduct 100% inspection on each device and test them for balloon functionality. At this time, we are inconclusive about the root cause of this failure since we have not yet received it for evaluation. We currently have a corrective and preventive action (CAPA) open to address this issue and prevent them from reoccurring.

Event description:
During pre-use check, when surgeon attempted to inflate the internal carotid balloon with saline, it failed to inflate. He observed a liquid leakage from the safety balloon that resulted in this device malfunction. Device was not used for the procedure.